Event description:
It was reported that the pump had a base hardware failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Invalid syringe size was found at syringe test and unable to calibrate the size sensor. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the tapered spring slipped over the barrel clamp rod collar. Actions were taken to mitigate the reported issue: replaced barrel clamp rod, barrel clamp spring and barrel clamp head screw. Performed size calibration which passed.